Manufacturer narrative:
Service and repair team found that the broken bur was stuck inside the handpiece. H3: the broken device was placed in a small resealable bag and returned in a plastic sleeve. Upon return, the device was bent/twisted, and the distal end/tip of the device was broken off. Under the magnification, there were traces of brown discoloration observed on the shank as well as deep striation. The outside diameter of the shank shall measure 0.0580+.0000/-.0010 inches and measured 0.0571 inch which was in specification. The functional testing could not be performed due to damaged condition of the device upon return. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that blade stuck inside the skeeter drill. There was no patient involvement.

Manufacturer narrative:
H6: d1102 code updated, previously updated d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.